Event description:
The customer reported that during a routine installation of the safety disk, the safety disk failed the lak test on two separate iabps. No patient was involved.

Manufacturer narrative:
The review of production device history record (DHR) for the iabp involved in the event is not required as no malfunction of the iabp is involved. The event was reported for a component failure observed during installation into a iabp by the customer. The failed safety disk (p/n 0997-00-0985) was returned to national repair center (nrc) for evaluation. Nrc tested the part to duplicate the failure symptoms. The safety disk passed all the tests performed and nrc could not duplicate the safety disk leak reported. Since the failure could not be reproduced, no root cause can be determined. (B)(4).